Event description:
It was reported by service report that the fowler will drift down with pt weight on the bed when stopped at 10 degrees or less. No adverse consequences were reported.

Manufacturer narrative:
Fowler motor assembly.